Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the bhs controller was returned for further evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of "pain and swelling using the bhs unit". The controller was tested and operates as intended. Review of complaint history identified (14) total complaints from (dec 1, 2022) to (dec 1, 2023) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales representative that the patient stated that the bhs unit caused swelling on the fracture site in her foot and was painful. The patient stated she used the unit for about a week. The pain was on the surface of the skin and below the skin. The coil was not tight, no marks on the foot. The patient did not increase her daily activities. The patient contacted their physician who advised to stop using the unit. No additional patient consequences have been reported. The bhs controller was returned for further evaluation.

Manufacturer narrative:
Additional information: b4: date of this report, g3: date received by manufacturer corrected data: b2: outcomes attributed to adverse event, d1: brand name, d2: common device name, d4: model number, g4: PMA/510(k) #, h5: labeled for single use?, h6: device code, impact code, component code, evaluation codes. This follow-up report is being submitted to relay corrected information based on UDI related data quality updates. Related manufacturer's report: MFR# 0002242816-2023-00139.

Event description:
It was reported by the sales representative that the patient stated that the bhs unit caused swelling on the fracture site in her foot and was painful. The patient stated she used the unit for about a week. The pain was on the surface of the skin and below the skin. The coil was not tight, no marks on the foot. The patient did not increase her daily activities. The patient contacted their physician who advised to stop using the unit. No additional patient consequences have been reported. The bhs controller was returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient is not going to use the bhs device, the patient having swelling on the fracture site from the bhs. The patient stated that her foot got very swollen and painful. She used the device for about a week. The pain was on the surface of the skin and below the skin. The coil was not tight and there were no marks on the foot. The patient did not increase her daily activities. The patient went to see her doctor who advised the patient to stop using the device. The patient would like to return the device. No additional information has been received at that time.